Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the c-ring was broken during use. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Additional information was received on 10/19/2007. It was reported that the c-ring was split but was still attached.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.